Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that her ins has been off for a year. Pss was under the impression the patient meant the ins hasn't been working because it hasn't been charged for a year, but did not clarify with the patient. Patient needs to have an MRI done. The patient states that she has been trying to contact a rep. Later, the rep stated that both have been trying to get in touch with each other. Rep left patient another message on the day of the report. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device was at end of service (eos). The patient was currently pending replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the available information determined that the patient was currently pending replacement. No further complications were reported or anticipated.